Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced an intermittnet out of range signal. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. It was reported that the patient using the device was under 12 years of age. The t:slim g4 user's guide states: the t:slim g4 system is indicated for use in individuals 12 years of age and greater.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The reported event of an intermittent out of range signal was not confirmed. A root cause could not be determined.